Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that twiddler's syndrome was observed. During revision, the screw of the lead was unable to be rotated. The lead was explanted and replaced. The patient was stable.